Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported from the caregiver (cg) that the home patient (hp) had disconnected from the setup and leaked solution on the floor from her transfer set. During follow-up, the cg stated that there were no issues with the supplies. The hp was on medication that was causing her to hallucinate. The hp was fiddling with the transfer set and disconnected herself while the transfer set was open and the leak occurred. The cg cleaned up, closed the transfer set, put the minicap back on the transfer set, and then reconnected. The cg stated that the hp was empty and wanted to bypass to fill. The cg bypassed to fill. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide instructs the user to close the patient line clamp and the transfer set prior to disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).